Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 continues to alarm "iab was disconnected". Customer obtained another pump from the cath lab and after switching pumps, no alarms were experienced again. No patient harm, serious injury or adverse event was reported

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to duplicate alarm condition. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 continues to alarm "iab was disconnected". Customer obtained another pump from the cath lab and after switching pumps, no alarms were experienced again. No patient harm, serious injury or adverse event was reported